Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose and insulin pump was not working. The customer's blood glucose at the time of incident it was 500 mg/dl. The customer reported that the troubleshooting was performed and customer was not hospitalized due to hyperglycemia and self test was performed and it was ok. The insulin pump will not be returned for analysis.